Event description:
The angled long saber attachment overheated while being tested by the field service tech during a routine maintenance visit. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
The device was received, and quality eval is pending. Therefore, a f/u report will be submitted when it is completed.